Manufacturer narrative:
D4: lot# is unknown; UDI is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(6). Diagnostics action type: diagnostic action subtype: were any diagnostic test performed action result: no outcome status - not recovered/ resolved it was reported that right l3 pedicle screw loosening and subsidence at the l3-4 level noted on the 12 months CT scan done per protocol related to tlif grafting material, "subsidence is mentioned in addition to screw loosening. Site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention, but the severity of adverse event is mild. Site related assessment: it is possible related to capstone peek spinal system, tlif grafting and casual related to the posterior supplemental fixation system, study procedure. Additional information received that there was no plan/schedule for revision surgery at this point of time. Additional information received that cec adjudicated as causal to tlif procedure, ib device, post fix system, and possible to tlif graft.